Manufacturer narrative:
Concomitant product: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-33, lot # va09r0z, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient was treated for a urinary tract infection (uti) on (B)(6) 2014. No patient outcome was reported, so additional information was requested. If additional information is received a supplemental report will be sent.